Event description:
It was reported that fluid was added to the artificial urinary sphincter (aus) balloon because the patient experienced urinary leakage. The patient would experience urinary leakage when carrying heavy good or coughing. One month prior to surgery the patient visited the hospital. Testing identified that the "cuff strength" was weak. Saline was added to the balloon and only an accessory kit was used. No components were explanted. The patient got better following the surgery and no longer required the use of a pad.